Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly during testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure a sterile and new device was opened using sterile technique. The anvil of the gun didn¿t open to fit the cartridge repeatedly using the anvil release button and manual knife release lever. No patient consequences reported. Procedure was completed with a re-sterilized device. Procedure was prolonged by ten minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing did the event occur?this happened before loading the cartridge so before the 1st firing. Please explain for clarification, why was the manual knife release lever used to open the jaws of the device when the cartridge was not loaded? As the jaws did not open and when jaws don't open, manual knife release lever was used to move back the knife hence this process was tried. Was this device fired at all on the target tissue?no. What is the current status of the patient?doing good, discharged from the hospital. Was this device the same one that was re-sterilized and used for this case? This device (long60a) was not a re-sterilized one. How was the device re-sterilized? New sterile device was opened for this case.